Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported: believes that due to the malfunction of the strips and meter,was not available to properly manage insulin and sugar level. The result of their meter: 333. There were no other tests performed. There ws no comparison. Not treated. No further information has been reported.